Manufacturer narrative:
Patient information was unavailable from the site. Medtronic representative evaluated the system and suspected fault with the umbilical interface cable. The suspect cable was returned for medtronic's evaluation. Evaluation confirmed electrical fault with the cable. A replacement cable was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that an epp procedure, the imaging system displayed an error indicating no connection between the imaging system and the mobile view station. Site discontinued use of the imaging system. Procedure was completed with no adverse effect on patient outcome.